Manufacturer narrative:
H6: b14 - a review of the manufacturing records is ongoing. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the imedidata study database: it was reported to gore, that on (B)(6) 2014, a conformable gore® tag®thoracic endoprosthesis was implanted in zone 3 (proximal descending thoracic aorta) in a patient with a descending thoracic aortic aneurysm. The maximum diameter of aortic aneurysm was 58.3 mm. This size was measured at 47.2 mm during the first follow-up at (B)(6) 2014. During the next follow-up appointments, a slow increase of the aneurysm size was noticed with the maximum size measured at 65 mm on (B)(6) 2021. On (B)(6) 2021, it was reported that this increase in the diameter of the thoracic aneurysm had no sign of endoleak in the CT scan. The patient refused further diagnosis or therapy.

Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device remains implanted in the patient. Therefore, a device evaluation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® tag® conformable thoracic stent graft instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion).